Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: corrected lot # from 5071941. To 5070941. D4: corrected primary UDI number from (B)(4) to (B)(4).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of an unknown vessel using a proglide device after an interventional procedure with a small-bore sheath. Reportedly, a suture break was observed after removal of the plunger. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.